Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump was damaged. The customer¿s blood glucose was 6.7mmol/ l at the time of the incident. It was reported that she caught her insulin tubing on a cupboard which pulled her pump from out of her pocket. Patient noticed later that night that the plastic ring at the top of the reservoir compartment had detached. Patient informed that the reservoir was currently still secured in the pump but not sure how long this will stay secure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.